Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-16849. (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient notifier was delivered for eri. Device was explanted and replaced. Patient condition is fine.